Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history identified additional similar complaints for the reported item/s and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, the reported event could not be confirmed and a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Event description:
It was reported that during an initial procedure the drill bit broke in two, both pieces were retrieved. There is no reported harm or injury to the patient, however this malfunction has caused a serious injury in the past. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.